Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. This ra lead was replaced with the same model. No additional adverse patient effects were reported.